Manufacturer narrative:
(B)(4). Batch number ==> p58e85. Investigation summary ==> the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridge reloads present. The cartridge reload (b) was received fully fired. The cartridge reload (c) was received fully fired with the pan dislodged and broken in three pieces. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is also possible that handling by the customer could dislodge the pan and broken cartridge. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the sales rep that during an open gastrectomy, the cartridge was broken off inside the jaws when the surgeon removed the cartridge by putting his finger between the anvil jaw and the cartridge. The device was used on the stomach. The cartridge pan was left inside the jaw, and another cartridge could not be loaded into the jaw. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4).